Event description:
It was reported that pump experienced malfunction with code displayed and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while contacting healthcare provider for long-acting insulin, and technical support arranged pump replacement and discussed options for out-of-warranty loaner pump since pump was no longer under warranty.